Manufacturer narrative:
Analysis of the pump identified no anomaly. Although a motor stall was seen in the pump log on (B)(6) 2016 at 19:47, and a motor stall recovery was not seen in the pump log until (B)(6) 2016 at 13:18 (nearly two months later), the pump passed all non-destructive analysis testing, as well as no issues being found during the destructive analysis. A second and more senior principal analysis technician also reviewed all of the analysis and found nothing as well. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 4000mcg; 1450mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016 (month and year are accurate). It was reported the patient experienced withdrawal symptoms and increased pain. The patient went in for a "full" and when the pump was interrogated it showed that it had stalled for two months without alarming or recovering. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced (B)(6) 2016. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
Evaluation conclusion code was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.